Event description:
It was reported that the patient presented to emergency room with pocket erosion. The system was found visible from the opened incision site of the implanted device pocket. The device pocket was noted to draining. The physician explanted the system- implantable cardioverter defibrillator (ICD), right atrial lead and right ventricular lead to resolve the issue. There were no patient consequences.